Event description:
During a diagnostic procedure, the biopsy forceps was inserted through the forceps channel, and a black foreign material was observed to detach and fall into the patient's body. The foreign material was retrieved using forceps. Upon removal of the biopsy valve, it was confirmed that a portion of the rubber component of the biopsy valve had detached, and the retrieved foreign material matched the detached portion of the biopsy valve. The device was subsequently replaced, and the procedure was completed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. The shape of the detached rubber fragment matches the damaged part of the biopsy valve, leading to the conclusion that the detached fragment is part of the biopsy valve. Based on the results of the investigation, the reported event occurred due to damage to the biopsy valve, but the root cause could not be identified. Based on the confirmation results, inserting and removing the syringe or forceps at an angle may have placed stress on the biopsy valve, potentially causing its failure. Olympus will continue to monitor field performance for this device.